Event description:
The facility's biomedical engineer reported an infusion pump that shut off automatically. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not availbale regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. No additional contact information was provided.